Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and force sensor system tests. The unit was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure error alarm was noted during testing. Motor position encoder error alarm could not be verified in alarm history, due to overwritten history file. No erased settings were noted. The insulin pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Event description:
The customer's spouse reported that the customer went to magnetic resonance imaging with the spouse and his insulin pump stopped working. The customer was on speakerphone and stated the insulin pump alarmed with a motor error and then prompted to rewind. Customer's blood glucose was 180 mg/dl before the incident. The motor error occurred during bolus delivery. The customer stated they were able to complete the rewind sequence. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.